Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The catheter will not be returned. This information has been confirmed with the physician.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen 500mcg/ml; 160mcg/day via an implantable pump. Indication for use was intractable spasticity. Patient weight was asked but was unknown. Medical history was traumatic brain injury (tbi) and stroke. The date of the event was (B)(6) 2017. It was reported the patient had a collection of what was believed to be cerebrospinal fluid (csf) in the back-spinal incision from her initial surgery on (B)(6). The csf collection was at the spinal needle entry. Upon opening the incision, the source of what could be causing the csf leak could not be determined. The decision was made to replace the spinal segment of the catheter to ensure the source of the leak was resolved. It was unknown if any diagnostics/troubleshooting was performed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.